Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The native aortic annulus perimeter was 71.1mm, area was 389.0mm², average diameter was 22.2mm. The patient's aortic valve angle was 55 degrees. It was reported that there was sufficient calcium to allow anchoring of the device. A pre-dilatation was performed with a 20mm non-abbott balloon. The valve was resheathed twice. The valve implant depth at 80% was 1-2mm on the left coronary cusp (lcc) and 5mm on the right coronary cusp (rcc). The valve was released. After the valve was deployed, the valve migrated towards the aorta. The valve was snared into the ascending aorta above the sinotubular joint (stj). A second 25mm navitor vision valve was implanted inside the first using a new flexnav delivery system. The cause of the valve migration was believed to be due to the patient's native bicuspid aortic valve and difficulty imaging the lcc to ensure annular contact. The patient was stable throughout the procedure. There were no adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. An event of migration and off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott national product trainer. Based on all available information, the reported migration is related to the off-label use and procedural conditions (bicuspid aortic valve and difficult imaging). The reported off-label use is due to the device being used on a patient with a bicuspid aortic valve. The reported unexpected medical intervention and surgery are the results of case-specific circumstances. In this case, it was noted that the bicuspid aortic valve was believed to have contributed to the valve migration. Therefore, a letter will be sent to address this deviation from the IFU.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The native aortic annulus perimeter was 71.1mm, area was 389.0mm², average diameter was 22.2mm. The patient's aortic valve angle was 55 degrees. It was reported that there was sufficient calcium to allow anchoring of the device. A pre-dilatation was performed with a 20mm non-abbott balloon. The valve was resheathed twice. The valve implant depth at 80% was 1-2mm on the left coronary cusp (lcc) and 5mm on the right coronary cusp (rcc). The valve was released. After the valve was deployed, the valve migrated towards the aorta. The valve was snared into the ascending aorta above the sinotubular joint (stj). A second 25mm navitor vision valve was implanted inside the first using a new flexnav delivery system. A post dilation was performed due to under-expansion. The cause of the valve migration was believed to be due to the patient's native bicuspid aortic valve and difficulty imaging the lcc to ensure annular contact. The patient was stable throughout the procedure. There were no adverse patient effects reported.